Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a communication error that occurred several times during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.